Event description:
The patient's friend or family member reported that there was a loss of stimulation, tic return. The programmer showed stim on. The patient did have another group to try, this did not resolve. The patient was to follow-up with their health care professional (hcp). The return of symptoms and change in therapy was considered sudden. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.